Manufacturer narrative:
A device history record could not be performed since the lot number was not provided. One used sample was received and an evaluation was performed. During the visual inspection no detachments were found. A functional test was initiated with no issues. The failure mode reported was not confirmed; therefore, the root cause was not verified. No corrective actions are necessary since the failure mode was not confirmed. This complaint will be used for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Submit date: 07/07/2017. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states that the pump alarmed for occlusion and the tubing was flushed with difficulty. The tubing was found ruptured 20 minutes later. The tubing came apart, and was in 2 pieces instead of 1 piece. There was leaking when the tubing was separated.